Event description:
The customer notified on october 16,2006, that the line was kinked, at the end that goes to the arterial port of the dialyzer. It was during the treatment, and the patient did have blood loss. Patient was admitted to the hospital due to chest pains. Product was scrapped.

Manufacturer narrative:
The investigation is ongoing and the additional information will be submitted in a follow-up report when the investigation is completed.